Event description:
It was reported that following the implant procedure of this subcutaneous implantable cardiac defibrillator (s-ICD) system, an intracardiac blood clot (thromboembolism) was noted. The physician prescribed beta blockers and will perform standard induction testing once the clot dissipates. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that following the implant procedure of this subcutaneous implantable cardiac defibrillator (s-ICD) system, an intracardiac blood clot (thromboembolism) was noted. The physician prescribed beta blockers and will perform standard induction testing once the clot dissipates. Further information was provided that the clot was present prior to the implant procedure. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that following the implant procedure of this subcutaneous implantable cardiac defibrillator (s-ICD) system, an intracardiac blood clot (thromboembolism) was noted. The physician prescribed beta blockers and will perform standard induction testing once the clot dissipates. Further information was provided that the clot was present prior to the implant procedure. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.